Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 540mg/dl and the pump alarmed no delivery. Customer declined to troubleshoot and indicated that the high was due to antibiotics.